Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that rebooting the imaging system restored functionality.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that while attempting to change the patient orientation on the pendant, the system also engaged the lift-and-shift action. In addition, two images were saved using the flag button on the pendant but did not appear in the patient archive after the fact. There was no delay to the case. No impact on patient outcome.